Event description:
It was reported that this pacemaker and another manufacture lead exhibited a lead to header connection issue. The hole in the device header was noted to be smaller than expected. The pacemaker was then removed and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Under-insertion of the lead terminal pin into the device header is suspected to be the cause of the lead to device header connection issue but this could not be confirmed during laboratory analysis. Note that boston scientific has a vigilant quality monitoring system and we aggressively monitor field performance of all our products. We will continue to monitor for similar events. The cause of the reported connection was attributed to the diameter of the spring connector was determined to specification note that boston scientific has a vigilant quality monitoring system and we aggressively monitor field performance of all our products. We will continue to monitor for similar events.

Manufacturer narrative:
Under-insertion of the lead terminal pin into the device header is suspected to be the cause of the reported lead to header connection issue. Note that boston scientific has a vigilant quality monitoring system and we aggressively monitor field performance of all our products. We will continue to monitor for similar events.

Event description:
It was reported that this pacemaker and a lead manufactured by another company exhibited a lead to header connection issue. The lead port in the device header was noted to be smaller than expected. The pacemaker was then removed and replaced. No adverse patient effects were reported.